Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The rep reported that the patient was feeling paresthesia when the ins was off and it could get pretty intense and sometimes the patient had to lay down. Therep reported that they met with the patient on the morning of the report and confirmed that stimulation was off but the patient could still feel it. It was not cor related to position. The rep reported that the patient felt it from the beltline down to his feet. The rep also noted that the patient had 3 strokes this year but it was unknown if the patient fell or not. The rep reported that the therapy was good and the patient got good coverage. The rep reported that they were considering a battery revision because the ins was on the beltline. The leads are at the top of t9, one pulled down slightly at implant. There had been no recent imaging. The rep reported that the patient was on high dose settings, 5v, 1000hz, 90 pulse width. The rep reported that impedances were normal with just one out of range but that one was not used in programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the stimulation when the implant was off and being out of range was not known. The physician did not elaborate on the next steps that were going to be taken. The patient informed the representative that paresthesia eased up and did not feel it on (B)(6). The patient mentioned feeling three quick small tingling sensations while sitting on (B)(6) with the battery off and tingling when pressing on the battery pocket with the battery turned off.

Manufacturer narrative:
Code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they met with the patient to interrogate the implant. The patient was feeling stimulation for about a week after therapy was turned off. The patient also felt a jolting sensation down both legs the night before while on the internet. When the representative checked the daily diary there was no activity or usage. The data file was going to be reviewed.